Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation and the sample was received for evaluation. The sample was forwarded to the baxter (B)(4) for spectroscopy and imaging analysis. A single dark fiber (approx. 1.9mm in length) was found on the shunt surface within the inner pouch and identified to be polyester. The complaint was confirmed. Synovis performed a batch review for the reported lot and no issues were identified and all product specifications for release were met. No trend was identified. Per synovis, the root cause cannot be determined at this time. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized in or on blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside or on blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Event description:
Reported by distributor acp: this product is a nonconforming product found during our receiving inspection. No patient or user injury reported. (B)(4) 2013 additional information: the particulate matter was found in the inner pouch.